Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyk0413 showed (B)(4) other similar product complaint(s) from this lot number. Both complaints for this lot number (reyk0413) have been reported from the same (B)(4) facility. The device has not been returned to the manufacturer, at this time, for evaluation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Sample evaluation revealed evidence that the leak was external to the patient (adhesive residue was present in the area of the leak).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide to any further patient, product, or procedural details to bard. A lot history review (lhr) of reyk0413 showed one other similar product complaint from this lot number. Both complaint for this lot number (reyk0413) have been reported from the same (B)(4) facility. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
It was reported that PICC was leaking at insertion site when flushed. Nursing staff pulled the line. Staff reported the PICC appeared to have been kinked with split in catheter close to kink. PICC did not insert near cubital fossa. No ongoing problems so far.